Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
Following a pvc ablation procedure, a pericardial effusion occurred. During the procedure the non-irrigated catheter was exchanged for an irrigated ablation catheter as a deeper lesion was desired. It is thought the patient moved during one of the ablations. Eleven minutes after the completion of the ablation procedure, the patient became tachycardic and hypotensive. The patient's condition deteriorated, a code was called, and a pericardial effusion was revealed, for which a pericardiocentesis was performed. The patient left the ep lab in stable condition and two days later had made a full recovery. There were no performance issues with any sjm device.